Event description:
It was reported that, "the 10mm seal was pushed into the pt's abdomen. It was retrieved. There was no pt injury and the procedure was not altered. The surgical time was extended to retrieve the piece.